Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during implant the atrial lead would not secure into the device header. The device was replaced and returned.

Manufacturer narrative:
The reported field event of the atrial lead not being able to be fully inserted into the atrial lead bore could not be reproduced in the laboratory. Test leads were able to fully insert into the atrial lead bore normally. (B)(4) material was found on the atrial ring spring, which could have prevented the lead from fully inserting into the lead bore in the field.